Event description:
The type of procedure performed was a pci/stenting treatment procedure. The physician used a 6f medikit introducer sheath for vascular access and a terumo run through guidewire and a 6f mach1 jr3.5 guide catheter to cross the lesion. The maverick2 monorail 15/2.5 mm balloon was being used to predilate the lesion for placement of a cypher 18/3.0 mm stent. It is noted that resistance was met with insertion and removal of the balloon catheter. The balloon successfully inflated three times, but would not inflate for the fourth attempt. The pt was asymptomatic with this event.

Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at unknown atms on the fourth inflation. (The number of atms reached on the initial three inflations is also unknown.) The lesion being treated was a calcified, 99% stenotic lesion in a tortuous distal right coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.